Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm vein. A 5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.